Event description:
Customer reports to have experienced keypad anomaly. Customer reports that all buttons were not responding and pump was stuck on manual prime. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No frozen display anomaly was noted and the time advanced properly. However, intermittent act button response was noted due to a flattened dome switch. No damage was noted to the keypad traces and no unlocked keypad connector was noted during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.